Manufacturer narrative:
Investigation summary: customer returned photos of 1cc, 8mm, 30g syringes with a poly bag from lot # 8127850. Customer states that she got a needle stick injury and the syringe is not covered by the shield. The photos were examined and exhibited one syringe without the shield and a bent cannula, exposing the cannula, which could have caused a needle stick. A review of the device history record was completed for batch # 8127850. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200757028, 200756931, 200756934, 200756989] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per manufacturing, "visual inspection of the pictures shows (10) samples next to an open polybag. There is (1) syringe with the shield removed and the cannula bent at the barrel tip. The missing shield is not in the picture. There is no damage to the shields that are still attached to the remaining syringes. The polybag does not show any signs of significant damage. Unable to determine root cause due to insufficient evidence from the pictures. Complaint data will be monitored for trends related to this issue." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 10bag 500cas ap experienced a sterility breach. The following information was provided by the initial reporter: no shield in package. Needle stick injury 1. Please explain details on the sequence of events on how the injury occurred. When she opened the box and picked up the sachet, she got the stick injury then she opened up the sachet and found that 1 syringe has naked , not covered by the orange shield. No orange shield has been found. 2. Who was exposed to needle stick injury incident, the healthcare worker, the patient or both? She is the staff of the out-patient unit pharmacy department. She was preparing medicines and supplies to provide to patient as of doctor¿s prescription. 3. Was medical treatment provided and if so, what was done? She just only put in antiseptic at the needle stick site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0 ml 30ga 8 mm 10bag 500cas ap experienced a sterility breach. The following information was provided by the initial reporter: no shield in package. Needle stick injury. Please explain details on the sequence of events on how the injury occurred. When she opened the box and picked up the sachet, she got the stick injury then she opened up the sachet and found that 1 syringe has naked, not covered by the orange shield. No orange shield has been found. Who was exposed to needle stick injury incident, the healthcare worker, the patient or both? She is the staff of the out-patient unit pharmacy department. She was preparing medicines and supplies to provide to patient as of doctor¿s prescription. Was medical treatment provided and if so, what was done? She just only put in antiseptic at the needle stick site.